Event description:
The uf reported that an internal fiber leak was observed during the first use of this dialyzer. The dialyzer was preprocessed. The reported blood loss to the pt was estimated at less than 20ml. The dialyzer sample was discarded.